Manufacturer narrative:
A philips field service engineer (fse) went onsite and confirmed that the diastolic blood pressure value is reading a bit high. The fse gathered information and video. It was determined that the device was running with the quick non-invasive blood pressure (nbp) option. Based on the results of the information provided, the cause of the reported problem is the configuration. The reported problem was not confirmed. The issue was resolved after removing the quick nbp option, and the device remains in use at the customer site.

Event description:
Philips received a complaint on the earlyvue vs30 indicating that the blood pressure is reading very high. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.